Event description:
It was reported that during a rotator cuff repair, metal shards from the incisor plus blade were found in patient's shoulder. Suction was used to remove the metal shards, minor shards were left behind. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the definitive clinical root cause of the reported adverse event could not be determined. These devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Consequently, we cannot make conclusions on the impact of the non-implantable foreign body. Although, we cannot rule out the possible corrosion, micro-motion/migration, local skin irritation/discomfort from the minor shards retained inside of the patient. The future impact to the patient is unknown, but regular follow-up/monitoring would be anticipated. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6 codes were corrected (clinical code & impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, metal shards from the incisor plus blade were found in patient's shoulder. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.